Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise oversensing on both the right atrial (ra) and right ventricular (rv) channels, resulting in less than two seconds of pacing inhibition and false atrial tachy response (atr) on the ra channel. It was noted that pace impedance measurements were stable and within normal limits. This device remains in service. No adverse patient effects were reported.